Event description:
Pt drawn at 1100 for cardiac enzymes: troponin 1=1.16, ckmb=2, myo=34.9. Two of three troponin controls are low. Second specimen drawm at 1330: troponin I=<l (<0.06), ckmb=9.7. Myo=11.7. Troponin control level 1 is still low. Opened fresh set of controls, level 1 is lower. Re-run specimen drawn at 1330 three times, get <l each time. Perform dilutions on the same specimen: manual dilution of 1:2=l, auto-dilution of 1:2 an 1:5 are both <l. EKG and all clinical signs point to ami, so lab reports result of >h (<120) and pt is transferred for a bypass. Customer wants to know reason for discrepant troponin I results. Tech support asks to re-run first specimen (1100); results are now <l. Discussion with customer about filtering ans the effect of fibrin on cardiac results.